Event description:
It was reported that pump touchscreen was unresponsive. No information was provided regarding impact to customer¿s blood glucose level. Customer declined to troubleshoot issues, and no additional information was received regarding further actions or outcome of event.